Manufacturer narrative:
The patient reportedly experienced an infection and device migration. The patient was reimplanted with another cochlear device.

Manufacturer narrative:
(B)(4)

Event description:
The company was informed that the patient was explanted due to medical reasons. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.

Manufacturer narrative:
The patient reportedly experienced an infection and device migration. The patient was implanted in the contralateral ear.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Due diligence has been performed to attempt to obtain additional information and retrieve the explanted device, however, it was unsuccessful. A review of the device history record noted no rework. This is the final report.